Event description:
The reporter stated that the needles are breaking. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The product has been received from the customer. Medex has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.